Manufacturer narrative:
Model, lot, and serial number of the disposable device not provided by the complainant, therefore the model/catalog number and expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician was unable to pass the cavity integrity assessment (cia) test. Trouble shooting was performed and the physician noted the array had opened wider than it did initially. A hysteroscopy was performed again and a perforation near the ostium was noted. The procedure was aborted and a laparoscopy was performed with a general surgeon and it was confirmed that there was no bowel injury and the perforation would heal itself. The patient was kept in the hospital for observation for 48 hours.